Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st stent wrap with struts raised. Deformation was evident to the distal tip with uneven appearance. There was a kink evident 19.7cm to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute integrity rx drug eluting stent to treat a non-tortuous and severely calcified lesion located in the distal circumflex artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. Patient status post-procedure is alive with no injury. It was reported that the event was due to the use of the device in difficult lesion morphology /anatomy and not device related. Device analysis identified stent deformation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.